Event description:
The user facility reported a 78-year-old male on impella cp for mechanical circulatory support. It was reported the impella was implanted and the patient¿s pressure dropped. A temporary pacer was placed. Distal pulses and flows were not present on the side where the impella was placed. The pump was removed, and the vessel was opened due to a clot in the limb. Weaning was successful, and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿